Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead helix did not completely extend. The lead was not used. Another lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.